Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 1627487-2013-15172, reference MFR report: 1627487-2013-15173; reference MFR report: 1627487-2013-15174. The pt had two leads (from different lots) as part of his scs system. The pt reported heating at the ipg site while charging. The pt also indicated discomfort at the ipg site and he does not have adequate stimulation. Surgical intervention will be taken at a later date to address this issue.